Event description:
In 2004, the patient's implant was repositioned multiple times for chronic infection (etiology unknown). In january 2005, the patient reportedly experienced pain at implant site. The patient's device was repositioned. In june 2005, the company was notified that in four months the patient's cll device was explanted due to the pain at implant site.